Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 380 mg/dl with symptoms of blurred vision and nausea. The patient reported that she had not eaten any carbohydrates nor taken any insulin since the prior night. The patient reported that she intended to contact her healthcare provider at the time of the call to animas to inquire regarding treatment of the elevated bg and a backup plan as the patient reportedly discontinued insulin pump therapy the prior night. The patient reported that she attempted to reboot the insulin pump the morning of the call to animas after having received multiple loss of prime warnings, a call service alarm for an occlusion during the prime operation and a call service alarm during the rewind function indicating a motor rewind error. This complaint is being reported because the patient discontinued insulin pump therapy due to a pump malfunction and did not begin diabetes management on a back-up plan and experienced elevated bg with associated symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, there was visible moisture in the display screen. A crack was observed near the top right corner of the display lens. On investigation, the pump emitted a replace battery alarm shortly after powering on. Complete testing was not able to be completed due to the repeated replace battery alarm. Leak testing revealed moisture ingress at the crack near the display lens. The pump was opened for investigation and revealed moisture damage to the printed circuit board. Investigation was not able to be adequately completed due to the moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.